Event description:
Pt with pathologic hip fracture in operating room for right hip hemiarthroplasty. Shortly after insertion of cement, the pt experienced respiratory arrest leading to full cardiac arrest and subsequent death. Resuscitation was unsuccessful.